Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: faulty printed circuit board and failure of the video cable connectors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image due to printed circuit board failure. In addition, blurry image occurred due to poor contact of the up board connector when the device was connected to the endoscope. There was no patient involvement.